Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (unresponsive/stuck button) was not confirmed. In addition, service found the front panel and the front chassis was damaged. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been less than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that smoke gets sucked back in when the button was pushed and the button on the subject device was stuck. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. This report is being submitted for the reportable malfunction of unresponsive/stuck button.